Manufacturer narrative:
Should this device be returned in the future, a follow-up report communicating analysis results will be submitted.

Event description:
Boston scientific received information that this device was explanted due to battery status at elective replacement indicator (eri). The device had an implanted service of six years with the physician alleging an earlier than expected depletion. While no adverse patient effects were reported intervention did ensue for replacement. It was reported the explanted unit would not be returned for a post market assessment.